Event description:
When the technician opened the envoy ((B)(4)) box he found there were some scratches. The location of the scratches is unknown. The vrd ((B)(4)) did not advance through the middle of the prowler select plus (details unknown) body. The vrd and microcatheter were removed together as a unit and another same size vrd and the same microcatheter was used to complete the procedure. The procedure was successfully done. There were no damages noted on the vrd after use. The target vessel and vessel characteristics are unknown.

Manufacturer narrative:
(B)(4) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10220496. The device history record review also included a review of the certificate of conformance received from (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) medical and was determined to be acceptable. The product will not be returned for analysis and additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: prowler select plus (details unknown). New stent (details unknown). Envoy ((B)(4)).

Manufacturer narrative:
When the technician opened the envoy (67026090/15827032) box he found there were some scratches. The location of the scratches is unknown. The enterprise vrd (enf453712/10220496) did not advance through the middle of the prowler select plus (details unknown) body. The vrd and microcatheter were removed together as a unit and another same size enterprise vrd and the same microcatheter was used to complete the procedure. The procedure was successfully done. There were no damages noted on the enterprise vrd after use. The target vessel and vessel characteristics are unknown. The enterprise vrd system has not been returned for analysis. Based on the available information no root cause conclusion can be made regarding the inability to advance the system through the microcatheter which was then successfully used with another enterprise. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10220496. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Updated with analysis of returned devices. The enterprise vrd (enf453712/10220496) did not advance through the middle of the prowler select plus (details unknown) body. The vrd and microcatheter were removed together as a unit and another same size enterprise vrd and the same microcatheter was used to complete the procedure. The procedure was successfully done. There were no damages noted on the enterprise vrd after use. The target vessel and vessel characteristics are unknown. One non sterile enterprise stent was received partially deployed into the introducer tube. The delivery wire was not returned for analysis. No other anomalies were observed on the received unit. The enterprise stent was inspected under a microscope and no damaged was found. The functional analysis pertaining to the reported inability to insert the enterprise through the microcatheter could not be performed since the stent was received deployed and the delivery wire was not returned for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10220496. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The inability to insert the enterprise vrd through the concomitant microcatheter could not be evaluated since only the deployed stent was received partially within the introducer. With analysis of the stent there were no anomalies, damage, or indication of any manufacturing issues. It is possible that procedural factors may have contributed to the event; however, no conclusion can be made. Although based on the available information, analysis of the returned subcomponent and device history records review no root-cause conclusion can be made regarding the inability to advance the system through the microcatheter which was then successfully used with another enterprise, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.